Event description:
I have been a CPAP patient for 12 years. I, as many patients, cannot stand to be without my CPAP unit for event one night. I have setup over 2000 CPAP/bipap units, set up two sleep labs for accreditation, and have personally tested most every interface on the market. I write today in behalf of every sleep apnea patient to ask your help. The company I work for was approached by a provider/purchasing group wanting us to use their product line. As with all sales reps that come to our store, I tell them to leave me some product, and I will test it in my home. They were able to send me a resmed s8 elite with epr to try. This was potentially the worst and most dangerous night I have spent in the last 12 years, but more about that later. First, let me explain what epr really is, epr stands for expiratory pressure relief. As per the web site, and all promotional publications, the pressure relief is as follows. Epr - 1 is equivalent to 1 cm/h2o, 2- is 2 cm/h2o, and 3 are equal to 3 cm/h2o. So, if we send a patient home on CPAP of 12 cm/h2o with an epr setting of 3, then the patient only exhales against a pressure of 9 cm/h2o. The resmed product "speeds" up to deliver the prescribed setting of 12 cm/h2o when the patient breathes in, but there is about a one second delay in getting this pressure after inspiration is initiated. Co states that their product promotes better patient compliance. With this I cannot disagree. The less pressure a patient has to get used to, the more compliant they will be. That is the whole premise behind the ramp feature. But is this sub-therapeutic level of pressure really treating the patient's apnea appropriately. Simply put, no. Same as the ramp helps compliance, but is sub-therapeutic. Second, let's discuss how the epr feature really works. As a patient begins to breathe out, the pressure will "relieve" 3 cm/h2o. After inspiration begins, the s8 elite would "speed" up to deliver the prescribed therapy. This only happens after inspiration has begun. Now let's look at the anatomy & physiology of an obstructive apnea. As every professional in sleep knows, apnea originates at the end of exhalation / very beginning of inspiration. As a patient completes exhalation and begins to breathe in, a drop / negative pressure initiates closure of the airway. Therefore the prescribed therapy needs to be in place at this point of the breathing cycle. I do not have any problems with most of the resmed products. In fact I wear the swift ii interface. But the epr feature on the CPAP units is not only sub-therapeutic, but all together dangerous. I initiated a study wearing the resmed product set at the same pressure as my current unit. The first night alone my o2 sats fell into the 80's, and my heart rate had almost 100% increase. I had numerous events of apnea. With my old unit I would have 1 or 2 events a night and never have a desaturation. This was of great alarm to me. I was very glad, I had not placed this unit on a patient of mine because the results could have resulted in a sentinel event. I am very concerned about any patient under the care of resmed CPAP machine with the epr feature in use. Resmed states that after a number of seconds of apnea, the unit will stop the epr feature for a moment. If a patient is on CPAP they should be having minimal apnea anyway. This only reinforces the need to look at epr, and do the clinical research needed to stop this endangerment to patients. Resmed stated they had clinical data to back up their epr, so I have included the only study as such that I could find. Note that it was done at the ctr for healthy sleep. This is an intercompany study with greatly biased results. It actually states on page 2 under the introduction quote "resmed conducted the study and the report is written by co. The severity of this situation can be highlighted by comparing the saturation levels where I dropped, to home oxygen for medicare patients. Medicare will cover oxygen in the home for patients with a saturation of 88% or less. With the resmed unit, I meet the qualifications to be on home oxygen. This is utterly ridiculous considering I am very healthy. I beg of you to review the epr feature on the resmed product line before the more critically ill patients are irreversibly damaged by improperly treated sleep apnea and hypoxia. The resmed sales representative's tactics blind the physicians to the reality of this danger. Diagnosis: obstructive sleep apnea.